Event description:
It was reported that a person using the ilet experienced elevated sensor glucose after announcing a meal, with no reported infusion set leaks, no delivery-stopping alarms, and no confirmatory fingerstick test performed. Symptoms included hyperglycemia. Outcomes included user-performed troubleshooting and education, including guidance to change the infusion set; the user stated they would administer a manual insulin injection. Investigation included a review of device performance based on user report and standard troubleshooting. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.